Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 5f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, no suture was present when the proglide plunger was removed. The sutures of two proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to 14f and the tavr procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to cycle (needle to cuff miss) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: type of investigation- 4115 was removed from emdr-30156.

Manufacturer narrative:
Attachment medwatch report #3600840000-2021-8016. The device has been returned for investigation. A follow-up report will be submitted with all additional relevant information.a4: weight. D9. H3: device returning.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. Medwatch report #3600840000-2021-8016 was received via email on 2/9/2021. Event description: "elderly male with history of coronary artery disease, previous coronary artery bypass graft and severe aortic stenosis. Procedure was transcatheter aortic valve replacement when using the perclose, the device did not deploy, when examined the needle was sticking out of the shaft. No known harm to patient. What was the original intended procedure? Tavr what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working." Follow up confirmed that the issue with the proglide device was no suture present when the plunger was removed, there was no visible issue with the needle on removal of the plunger. No addition information was provided.